Event description:
During device preparation prior to implant, interrogation of the pacemaker was not possible. The event was resolved by replacing the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no telemetry communication and no output. The device was cut open to enable further testing and battery was found depleted. Analysis performed after replacing external power supply found high current drain. Thermal test and hybrid leakage test did not find any anomaly. A capacitor leakage test was performed, and high current on a capacitor was observed. Assessment of total projected longevity was performed, and premature battery depletion was noted.